Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump was not vibrating when alerts and alarms were declared. It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Customer consumed carbohydrates to address bg. A replacement pump was sent to the customer to resolve the issues.